Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nissen procedure, the tip of the blade broke off. After a delay, the surgeon was able to locate the other half of the blade and remove it from the patient. A new lcsc5 was opened and the case proceeded without further incident. There was no patient consequence.